Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a pacing system was implanted on (B)(6) 2022. Around 23:00, noise with coupling intervals of 125 ms were observed on the atrial channel during a check in the ward. On (B)(6) 2022, a re-intervention was scheduled to reposition the existing but dislodged ventricular lead. Prior to this re-intervention, a similar noise was observed in the cath lab. After loosening and reconnecting the atrial lead, the noise was no longer present. It was judged that there was no problem with the atrial lead but the pacemaker was replaced with an alizea dr of the same model. No noise was observed on the atrial lead during the post re_intervention check. The explanted alizea dr will be returned.

Event description:
Reportedly, a pacing system was implanted on (B)(6) 2022. Around 23:00, noise with coupling intervals of 125 ms were observed on the atrial channel during a check in the ward. On (B)(6) 2022, a re-intervention was scheduled to reposition the existing but dislodged ventricular lead. Prior to this re-intervention, a similar noise was observed in the cath lab. After loosening and reconnecting the atrial lead, the noise was no longer present. It was judged that there was no problem with the atrial lead but the pacemaker was replaced with an alizea dr of the same model. No noise was observed on the atrial lead during the post re_intervention check. The explanted alizea dr will be returned.

Manufacturer narrative:
No issue is suspected with the pacemaker device. Preliminary analysis has shown a high lead polarization (related to the atrial lead itself).

Manufacturer narrative:
No issue is suspected with the pacemaker device. Preliminary analysis has shown a high lead polarization (related to the atrial lead itself) please refer to the attached report.

Event description:
Reportedly, a pacing system was implanted on (B)(6) 2022. Around 23:00, noise with coupling intervals of 125 ms were observed on the atrial channel during a check in the ward. On (B)(6) 2022, a re-intervention was scheduled to reposition the existing but dislodged ventricular lead. Prior to this re-intervention, a similar noise was observed in the cath lab. After loosening and reconnecting the atrial lead, the noise was no longer present. It was judged that there was no problem with the atrial lead but the pacemaker was replaced with an alizea dr of the same model. No noise was observed on the atrial lead during the post re_intervention check. The explanted alizea dr will be returned.